Event description:
It was reported that the insulin pump alarmed fora button error. The blood glucose reading was 126 mg/dl. The insulin pump had also alarmed fora weak battery. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.